Event description:
Information received from our (B)(4) affiliate. A sales rep received the following information on 09/14/2010. A contact lens (cl) sales shop informed us that a pt developed a corneal ulcer while wearing 1-day acuvue trueye contact lenses, narafilcon a. Narafilcon a lenses are not marketed in the u.s. The sales shop had information from one of the treating eye care professionals (ecp) which indicates the pt had a corneal ulcer in the left eye (os). The pt. Was seen at the first eye clinic "about 5 times." The pt was contacted on (B)(6) 2010. The pt was initially seen by the ecp on (B)(6) 2010. The pt reported that the os ocular condition has improved and the pt was allowed to resume cl wear. We requested that the pt's lenses be returned for evaluation. On 09/15/2010, a clerk at the office of the second eye clinic where the pt received treatment was contacted. The pt was initially seen at that clinic on (B)(6) 2010 and was diagnosed with keratitis os. The ecp presumed this was "infectious keratitis." A culture of the os was not performed. The pt was treated with vigamox eye drops qid and the pt was instructed to discontinue cl wear. The pt was instructed to be seen at a "local clinic" for follow-up care. Our (B)(4) affiliate will have an interview with the first clinic where the pt sought treatment to obtain additional information. A lot history review was requested, the results are as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. Product has not been received for evaluation at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.